Event description:
It was reported that the patient presented for follow-up due to more frequent af (atrial fibrillation) episodes. No output or telemetry from the device was found. The patient had recently received an electric shock from an external source. The device was explanted. No further patient complications were reported as a result of this event.